Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) atrial setscrew could not be loosened. The physician elected to cut the right atrial (ra) lead which was ultimately capped due to the patient's chronic atrial fibrillation (af). A new crt-d was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.